Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with its opened pouch. Visual inspection identified a 0.80 square millimeter particle embedded in the patient line tubing. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found in the tube after checking the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A trend review and batch review will be completed. Should additional relevant information become available, a supplemental report will be submitted.